Event description:
It was reported that during a percutaneous peripheral intervention procedure (ppi), a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 90% stenosed lesion was located at the calcified and moderately tortuous left anterior tibial artery (ata). Upon the first inflation of a 2mm x 20mm x 143cm sterling es pta balloon dilatation catheter a balloon rupture occurred at 10atms. The inflation duration is unknown. The balloon catheter was successfully removed intact and the procedure was completed with a sterling es 2 x 40mm balloon catheter. No patient complications occurred and the patient status is listed as good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was returned for analysis with a blood-like substance in the shaft and balloon. The balloon was returned in a deflated state. Magnified and tactile inspection of the balloon revealed a scratch measuring approximately 4mm. Examination of the material surrounding the scratch did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).